Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the emergency room for dizziness. It was noted the patient had vertigo. The episode was recorded with the implantable recorder and appeared to be loss of contact with the device. The implantable recorder device remains in use. No further patient complications have been reported as a result of this event.